Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case, cracked battery tube threads, missing end cap sticker and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had broken reservoir compartment and reservoir connection. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.